Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from light blue main body of the twist clamp on a minicap extended life pd transfer set. This was further described as "between the dark blue threads and light blue grab handle a gap had appeared while turning". This issue occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a mini cap on the dark blue connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.